Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2021 for melena. They also experienced lightheadedness and fatigue. The patient's inr upon admission was 3.0 and their hemoglobin was at 7. They had been taking 81 mg of aspirin a day. On (B)(6) 2021 the patient was taken for an upper endoscopy which showed a single bleeding lesion in duodenum. The patient was given 4 units of blood and started on 100 mg of octreotide. On (B)(6) 2021, the patient was deemed stable and planned to remain on octreotide for the next 6 months. The patient was seen back at the clinic on (B)(6) 2021 and was found to be stable with no further bleeding.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.